Event description:
Manufacturer's reference number: 198824.

Manufacturer narrative:
Getinge became aware of an incident with surgical light prismalix/alm device. As it was stated by the customer, the surgical light became detached. Despite the fact that this issue with the device did not lead to any injury, we decided to report the issue in abundance of caution and based on the potential for risk if the situation was to reoccur, as any object falling into the sterile field might be the source of cross contamination or cause injury on its own (by its own weight). It was established that when the event occurred, the surgical light did not meet its specification as mounting screws were defective. In the time when the event occurred it is unknown if the device was being used for patient treatment or not. When reviewing similar reportable events for the same device, we have been able to find several similar fault descriptions compared to the situation investigated here, in none a serious injury or worse occurred. The most likely root cause is related to wrong maintenance of the device, however without additional information from customer we are unable to fully confirm the root cause. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is being investigating by manufacturing site. (B)(4).

Event description:
On (B)(6) 2019 maquet sas became aware of an issue with one of the surgical lights- alm. As it was stated, the device detached and fell off the ceiling. There was no injury reported, however it was decided to report this issue base on the potential as detachment of the entire surgical light is considered as a hazardous situation and might lead to an adverse event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is being investigating by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive, wayne, nj 07470, contact person: (B)(4).

Event description:
On 28th february, 2019 maquet sas became aware of an issue with one of the surgical lights- alm. As it was stated, the device detached and fell off the ceiling. There was no injury reported, however it was decided to report this issue base on the potential as detachment of the entire surgical light is considered as a hazardous situation and might lead to an adverse event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).